Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the pt has not been revised. The device history records were reviewed and found to be conforming. A cause for his specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's ref no: (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted a zimmer mmc cup 54mm/46mm code l on (B)(6) 2010 and experienced unk symptoms. Currently, it is unk if revision surgery has taken place or is in discussion.